Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery and pneumatic block were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had an internal battery with a reduced level of capacity. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an internal battery degraded warning alarm and total power failure without prior warning. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery with a reduced level of capacity, total power failure and internal battery degraded warning alarm were due to an isolated component failure within the device battery assembly while the failure to complete its internal self-test was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had an internal battery with a reduced level of capacity. The device was not in patient use when the reported event occurred.